Event description:
The patient was revised because the stem was loose and patient was dislocating.

Manufacturer narrative:
Examination of the returned devices find nothing outward to suggest product error. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search find no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the report problem. Based on the investigation, the need for corrective action is not indicated.